Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: a device history record (DHR) review was conducted. According to the DHR review, two lots were reprocessed for anomalies that did not contribute to the customer complaint. No additional anomalies were identified during the DHR review. The product was released based on the manufacturer¿s acceptance criteria. No additional investigation is required based on DHR. A complaint history examination indicates that this is the fifth complaint against the components of the reported lot. Three opened 25 gauge trocar cannula/hubs (along with blades in handles in a tray) were received for evaluation. The returned samples were visually inspected and were determined to be visually conforming. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. (B)(4).

Event description:
A nurse reported that they issues with the valved trocars leaking during vitreoretinal procedures. The procedures were completed without consequences to the patient's involved. Additional information and product sample have been requested.